Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 in the afternoon with 600 mg/dl blood glucose reading. Customer was hospitalized because of diabetic ketoacidosis and high blood glucose reading. Customer did not have any symptom. Customer went to the hospital twice. The first incident happened on (B)(6) 2017. Customer cannot recall when the issue started. Customer cannot recall their current blood glucose reading. Customer blood glucose at the time of the incident was 500 mg/dl. The customer reported that they were treated with insulin during hospitalization. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) medical center. Customer did not perform troubleshooting for their high blood glucose reading. The customer reported that the insulin pump seemed to be not delivering the correct amount of insulin. Insulin pump returned for analysis.